Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
One of the insert trials broke during case. Product had wear and tear. Broke as doctor was hitting it with a mallet. Patient was having bilateral tkr (not a revision). No adverse consequence to the patient and no delay.

Manufacturer narrative:
An event regarding crack/fracture involving a cr tibial insert trial #5 ¿ 9mm was reported. The event was confirmed. Method & results: device evaluation and results: it was returned completely fractured in half. Both sides were returned. There is a lot of damaged to the top and underside of the tibial trial in various areas. There are many gouges in various areas from usage. Medical records received and evaluation: not performed as medical records were not received. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the investigation concluded that the crack/fracture was caused by overload. A discussion with the (B)(4) reviewed the trial visually and determined by the way the device fractured it was due to overload when striking it with a mallet. No material or manufacturing defects were observed on the surfaces examined.

Event description:
One of the insert trials broke during case. Product had wear and tear. Broke as doctor was hitting it with a mallet. Patient was having bilateral tkr (not a revision). No adverse consequence to the patient and no delay.